Event description:
On (B)(4) 2012, (B)(4) was notified by a customer that a g7 qc shift had been noted for the hba1c level 1 qc after a preventive maintenance had been completed by (B)(4) field service engineer. The investigation indicated that an incorrect value had been entered in the g7 analyzer for the level 1 calibrator. After the pm was completed, pt specimens had been run using the calibration with the incorrect calibrator value. Once the error was found a new calibration was completed, pt specimens repeated, and 15 corrected reports were issued. No pt treatment was done based on the erroneous results. Root cause: human error. Incorrect entry of calibrator 1 valve in the analyzer.